Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller states patient (pt) had MRI over the weekend and MRI mode was activated prior to the scan however they had to pause and abort the scan as the pt felt the "device heating up" during the MRI. Caller is inquiring why this may have happened and is planning to reach back out to pt. Agent reviewed potential interactions associated with MRI outlined in MRI manual.